Manufacturer narrative:
Additional information was received that the patient had pain at the pocket site. No further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site as well as midline incision/splitter site. It was also reported that one of the patient's leads was showing under the skin. The physician believed that the splitters were placed along the dorsal column instead at the ipg pocket. There was no breakage in the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site as well as midline incision/splitter site. It was also reported that one of the patient's leads was showing under the skin. The physician believed that the splitters were placed along the dorsal column instead at the ipg pocket. There was no breakage in the skin. The patient will undergo a revision procedure wherein the ipg will be relocated.